Event description:
It was reported that during a rotator cuff repair procedure using as magnum2 knotless implant, the suture broke during the final tensioning. The implant was abandoned in the bone and it was necessary to drill a new bone hole. The procedure was completed using a new suture and new implant without significant delay. There were no further complications reported as a result of this event.